Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 7mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a female patient had been treated with star ankle on (B)(6) 2012 due to a traumatic arthropathy of her right ankle. On (B)(6) 2015 the patient underwent a revision surgery due to pain and stiffness. The received sliding core showed minor abrasive wear and minor delamination at two of the edges, which was likely linked to bone contact (e.g. Impingement with either the medial or lateral malleolus). Overall the polyethylene component was still in a good condition. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hind foot malalignment and ankle instability¿ (1). Referring to the received progress note, a CT scan, which was taken in 2015 after the patient was complaining about persistent pain, showed all three components of the star implant to be looking good. The attending physician furthermore detected a moderate amount of stiffness and a moderate amount of arthrosis at the talonavicular joint. The exact reason for the sudden stiffness and pain could not be found, but the surgeon assumed to be able to address that with a debridement and a change of the polyethylene component. Furthermore an achilles lengthening and touching up her subtalar joint was deemed necessary to get more motion. Based on the above information and referring to that no deviation was identified, the event was not related to a deficiency of the device, but was rather patient related. Increased ankle pain and/or reduced ankle function are known complications and are listed in the IFU as an adverse effect.

Event description:
Patient presented with increased pain. Feels she has less motion in ankle. Surgeon did debridement of tissue around total ankle, revision of poly, and achilles lengthen.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star mobile bearing.

Event description:
Patient presented with increased pain. Feels she has less motion in ankle. Surgeon did debridement of tissue around total ankle, revision of poly, and achilles lengthen.